Event description:
A customer reported that during a rescue attempt, the arm device's piston module would not lower to the patient's chest. At the time of the issue, only one green indicator light was flashing. Shortly thereafter, all indicator lights turned off. The exact date of the event was not known. The rescue team reported that the patient survived transport to the hospital but unfortunately did not survive to discharge.

Manufacturer narrative:
Evaluation of the returned arm device revealed that the battery was not making a secure connection with the battery well board. This poor connection likely resulted in a loss of power and the inability of the piston module to deploy. As part of the investigation, both the battery well and the battery well board were replaced. Subsequent testing confirmed that the device was fully functional and operating as intended.